Event description:
This complaint is now reportable based on the analysis completed on 08/29/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the physician couldn't expand the 2.75x16mm taxus liberte drug eluting stent delivery balloon. High pressure was tried, but it didn't work. The 75% stenosed lesion being treated was located in the tortuous, moderately calcified left anterior descending (lad) artery. The lesion was not predilated. The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "regular". However, the returned product revealed stent damage.

Manufacturer narrative:
Following a comprehensive investigation, the complaint investigation site (cis) could not confirm the complaint due to the condition of the returned device. The device was received for review and the proximal section of the balloon had been subjected to positive pressure which subsequently caused the proximal stent struts to be slightly flared. Solidified contrast media was present within the entire length of the inflation lumen and on the outer section of the balloon, therefore indicating the device had been prepped for use. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. An encore inflation device was used to inflate the device. The proximal and distal sections of the balloon fully inflated immediately, however the center of the balloon would not fully inflate initially due to the presence of contrast media. However, after approximately 5 minutes at an average pressure of 18 atms, the balloon fully inflated. Attempts to deflate the balloon were unsuccessful as the stent was stuck to the balloon due to contrast media. A review of the top assembly shop floor found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited.